Manufacturer narrative:
Additional information was received indicating that the trach tube was not placed in the patient. There were no reported adverse effects. One portex bivona custom trach tube was returned for analysis with no defects. The device is noted to have an adult curve with straight 1a length of 30mm. The obturator curve closely resembles the shape of the device and will drag along the inside of the shaft. The obturator is designed so that shape can be changed by the caregiver to facilitate insertion and removal for the individual end user. Bending the obturator so that it is more in a u shape may work for easier insertion and removal. This could not be confirmed during the investigation. Adding a water-soluble lubricant to the tip of the obturator will reduce the drag and allow easier removal of the obturator; confirmed during the investigation. Based on the evidence, the complaint is confirmed. The root cause was found due to design.

Event description:
Information was received indicating that the obturator to a smiths medical portex bivona custom tracheostomy tube was reported to be catching when attempting to place. There were no reported adverse patient effects.